Event description:
The customer stated that while calibrating the tdxflx quinidine assay, they observed a shift in controls that was within the lower limit of the range listed in the package insert. The issue was not resolved by recalibrating with another reagent, calibrator and control kit from the same lot. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.